Event description:
Additional info received from MFR on 08/07/1997: this is to acknowledge receipt by superior valve co. Of the subject report submitted by the FDA in a letter dated july3, 1997, postmarked july 17, 1997, and received july 22, 1997. That the letter indicated superior valve co. May be required to submit a report to the FDA in accordance with medical device reporting (MDR) regulation, 21 cfr, section 803. The rda letter also stated that if superior valve co needed report forms, instructions, and codes to call 1-800-638-2041. Accordingly, these documents have been requested to determine whether the event to which the medwatch report 1011632 refers is reportable. As yet(august 6, 1997), co does not have this information; however, co has been told that some of these requested documents can be and will be transmitted by fax. In accordance with the FDA letter, it is recognized that if co decides they are dealing with a reportable event under MDR requirements, the report must be submitted in a specified time frame. If such a report is necessary, co expects to submit it to the cdrh within 30 days of receipt at superior valve of the requested forms, instructions and codes.